Event description:
It was reported that following pump replacement (ref MFR report# 6000030200802712) a lift device used in the long term care facility, where the patient lives put pressure on the pump, and irritated the wound. The patient was brought back to the operating room, and the pump was buried deeper to help protect it. The patient outcome was reported as non-serious injury/illness. The patient's pump contained lioresal.

Manufacturer narrative:
.